Manufacturer narrative:
(B)(4).

Event description:
Additional information was received, indicating that the surgeon repeated all testing and everything ¿checked out¿. The patient's refractive outcome came down to about -0.75 spherical diopters, and the patient is happy with the intermediate and reading vision. It was clarified that the postoperative aim was -0.30 spherical diopters. It was noted that the surgeon does not suspect that the iol caused or contributed to the event; the surgeon now suspects that the initial refractive surprise may have been an ocular surface issue. The surgeon inserted punctal plugs and increased the patient's dry eye therapy.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implantation procedure, the patient experienced an unexpected refractive outcome of minus two diopters. Additional information has been requested.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The customer indicated the use of a qualified cartridge with an unspecified handpiece. Cartridge and handpiece history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Two viscoelastics were indicated; only one is qualified for this lens with the qualified cartridge combinations. The root cause remains unidentified. (B)(4).